Event description:
Pt stated that he rec'd the "a33" alarm while priming. Trouble shooting performed. Assisted with rewinding pump. While attempting to prime, the alarm reoccurred. Customer called back to report he was going into a diabetic coma for low blood glucose. Stated that the paramedics had to come out and give him a shot of d50 to revive him. Customer stated that when he was lucid, he noticed that his reservoir was half empty. Customer stated that he was sure he had only manually primed 1.2 units and did a fixed prime of 0.4. Customer stated that he believed that the pump had used about 70 units of insulin into his body when it malfunctioned.